Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed, as a lot number was not reported. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "ett is a very stiff plastic. There was no reported patient harm or injury."

Manufacturer narrative:
(B)(4). Full UDI not available as the lot# was not provided by the customer.

Event description:
It was reported that: "ett is a very stiff plastic. There was no reported patient harm or injury."